Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the intima-ii 20gax1.16in prn slm npvc needle tip before use while preparing the patient for puncture. The heparin cap was also found to be damaged. This occurred on 50 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse prepared the patient for puncture, he found that the tip of the needle was black and had foreign matters. The heparin cap(prn) was damaged. A box of 50 had the same problem."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8141349. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Also, with the samples provided to us, our engineers were able to identify aging as the root cause for this event, after noting that the needle was rusted and the septum frayed. The septum is expected completely close after the removal of the cannula, this seal prevents the leakage of the device. During our evaluation, the septum of the returned device was found to be open. From previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Event description:
It was reported that black foreign matter was found on the intima-ii 20gax1.16in prn slm npvc needle tip before use while preparing the patient for puncture. The heparin cap was also found to be damaged. This occurred on 50 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse prepared the patient for puncture, he found that the tip of the needle was black and had foreign matters. The heparin cap(prn) was damaged. A box of 50 had the same problem."